Event description:
It was reported that the patient presented for a pacemaker implant procedure. During the procedure, it was noted that the right atrial (ra) lead exhibited loss of sensing, high capture threshold and break. The ra lead was not used and replaced during the procedure on (B)(6) 2025. The patient remained stable throughout.

Manufacturer narrative:
The reported events of lead damage, failure to capture, and inadequate capture were not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual and x-ray examinations was normal with no anomalies found.